Event description:
An issue was reported where the caller experienced alarm 2 followed by alarm 26 due to an occlusion event earlier in the day. There was no adverse impact on the customer's blood glucose level as it reached 306 mg/dl. To resolve the issue, the customer changed the trusteel infusion set and cartridge and resumed insulin delivery using novolog/insulin aspart. The case was closed by technical support as the customer was not experiencing frequent occlusion issues and opted not to change supplies, with advice to monitor the pump and call back if needed.